Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was defective. The following information was provided by the initial reporter: at the moment of uncovering the safety catheter 24, it became evident that it was twisted. A sample is available for analysis. Replacement is required.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. The photos display a retracted unit with the adapter and needle cover attached to the grip assembly. Visual observation of the photos revealed no damage or abnormalities to the device. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was defective. The following information was provided by the initial reporter: at the moment of uncovering the safety catheter 24, it became evident that it was twisted. A sample is available for analysis. Replacement is required.